Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "contracture and possible extra contracture", baker grade unknown, "possible extracapsular rupture on left side and has pain," "loss of sensation and loss of range of motion on both sides," "rash under breast," "left breast is swollen," and "the breasts are asymmetrical and misshaped." Device has been explanted. Healthcare professional confirmed capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "contracture and possible extra contracture", baker grade unknown, "possible extracapsular rupture on left side and has pain," "loss of sensation and loss of range of motion on both sides," "rash under breast," "left breast is swollen," and "the breasts are asymmetrical and misshaped." Device remains implanted.